Event description:
It was reported that the programmer case was broken. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the stylus position was off on the screen, as a result the stylus was replaced. (B)(4).